Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was reported that the up, down and ok buttons were under responsive and there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: during investigation, the pump was returned with the keypad inoperable. The keypad was removed and there was moisture and contamination found under the button contacts. A leak test was performed and failed indicating a battery compartment leak. A keypad leak was also observed. The keypad was observed to be peeling off. The pump was opened and there was no moisture found. Unrelated to the original complaint, the battery compartment was observed to be cracked along the side from the top traveling to the bumper and from the bottom traveling to the bumper. Additionally, the pump powered on to a dim and discolored display.